Event description:
It was reported that a balloon rupture occurred. The stenosed target lesion was located in the left anterior descending artery (lad). A stingray lp catheter was selected for use. During the procedure, it was noted that the balloon lost pressure and burst. The procedure was completed with another of the same device. There were no patient complications reported.